Manufacturer narrative:
It was noted that the disposition of the device is not known. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported via the sales rep that the exeter stem was allegedly scratched on the trunion upon opening.

Manufacturer narrative:
An event regarding damage involving an exeter device was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. The device was implanted with no reported complications.

Event description:
The surgeon reported via the sales rep that the exeter stem was allegedly scratched on the trunnion upon opening.